Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, beeps when turned on and unable to read display, which was observed during evaluation. Using a known good lcd, the device was powered on and displayed system error 105. System error 105 appears to be the "beeping" that was heard at evaluation and reported by the customer. The symptom was confirmed through the review of the device event history log by the presence of system error 105 caused by a failed motor flex. The lcd, motor assembly, bearings, and gears were replaced.

Event description:
It was reported that a spectrum pump beeps when turned on and has an unreadable display. It was also reported there was no patient involvement.